Event description:
The customer reported her blood glucose and insulin history is as follows: time: 12:00am; bg (mg/dl): 105; time: 8:20am; bg (mg/dl: 453; bolus (u): 11.40 (manual injection). The pod was then removed and she noticed the cannula had came was out of her skin while she was sleeping. She could also smell insulin at the site.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.